Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a system fault error. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9 - date returned to mfg: 4-sep-2024. H3: one device was received for evaluation. Service history review found no previous repairs. The device was in good condition. No further investigation was performed as the complaint did not require further investigation as it met the qsr0024135 justification.